Event description:
It was reported that during set up of the da vinci si system, the surgeon experienced flickering in both eyes of the high resolution stereo viewer (hrsv). With the assistance of an isi technical support engineer, the site reset factory setting and re-seated the camera cable at both ends; however, the issue persisted. The patient was under anesthesia when the surgical staff made the decision to abort the procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that the issue experienced by the customer was associated with a faulty camera cable. The camera cable connects the camera to the system's vision cart, which then transmits the image to the high resolution stereo viewer (hrsv). The system was repaired by replacing the affected camera cable. The da vinci si surgical system user manual explicitly states that, environmental or equipment failures may cause the da vinci si system to become unavailable. The surgical team should always have back up equipment and instrumentation available, and be prepared to convert to alternative surgical techniques. As of january 11, 2011, there have been no reported recurrences of the issue at this hospital.